Event description:
Atrial lead warning tor polarity switch on (B)(6) 2019 for impedance less than 100ohms. Reason for check, md reports possible loss of ventricular capture on EKG current atrial impedance trend appears stable . Device appears to be current ly functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).